Manufacturer narrative:
No medwatch form was received a lead tip stiffness test was performed and was found to be within specification.

Event description:
Two weeks post-implant, it was noted that the lead had perforated causing pericardial effusion. Hence, the lead was explanted.